Manufacturer narrative:
Additional information was received from the customer reporting an allergy with the insulin type to be the cause for swelling at the infusion set site. Customer¿s blood glucose level was 100-250 mg/dl. Customer changed the infusion set and resumed insulin delivery. (B)(4).

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had unspecified issues with multiple non-tandem infusion sets. Customer changed out infusion sets to resolve the reported issues. Reportedly, the customer had elevated blood glucose (bg) levels. Bg values were not provided. The infusion set brand and manufacture was not provided. The customer declined to provide additional information regarding the event.